Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in four pieces. Final analysis found that the insulation was damaged at 21.3 cm (figure 10) to 27.8 cm (figure 11) from the distal tip. Due to the lead condition as received, could not determine of what contributed to the lead fractured.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.